Manufacturer narrative:
This supplemental report is being submitted to provide corrections. Corrected fields: d3, d4 lot, d7a, d9, g1b, g2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
Corrected d3, UDI, lot this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad is torn. The coating of the probe was partially peeling. The coating of the grasping section (jaw) was partially peeled off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer report was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that something broke off the thunderbeat probe. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that something broke off the thunderbeat probe. There were no reports of patient harm.